Event description:
As reported to the certified home health agency, a fire occurred in the pt's home in the early morning hrs of 1/25/97. The cause of the fire is unknown as is the exact location of the start of the fire. The pt was on a respirator. Pt expired at the hosp where they were in ICU.